Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a crack on the pump. The blood glucose value at the time of the event was unknown. The customer was rushed to the hospital for the treatment. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No further patient complications were reported.. The customer discontinued using the insulin pump. Mmt-1712k was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump communicated properly with the glucose sensor simulator and the guardian 2 link. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor signal not found/cannot find sensor signal/lost sensor/loss of communication noted. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 08-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 0 u. Perform the history review 1 week prior to the event date 08-apr-2025 in the pump history file and found 2 stuck key alarms (61) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, 1 pump error 53 alarm on (B)(6) 2025, and 1 batt out limit (6) on (B)(6) 2025 pump error 23 was expected due to the battery power depleted and the pump's time reset. Pump error 53 alarm on (B)(6) 2025 at 17:13:31.000 due to software error (linenumber = 5632, filenumber = 2005). Batt out limit (6) was expected as a result of pump error 53 alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Damage confirmed at the back of the pump. No current code/category not confirmed (sensor signal not found/cannot find sensor signal/lost sensor/loss of communication were not confirmed). Alarm-a353-pump error 53 confirmed due to software error (found when performing the history review 1 week prior to the event date 08-apr-2025 in the pump history file). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.